Event description:
The relative of a patient inquired about returning a patient's device reporting the patient passed away. The patient's cause of death was not provided. Additional information is being requested from the reporter surrounding the details of the patient's death, and if there was any known device issue. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.